Event description:
A doctor from a hosp had called and said that a pt they were working with was in dka and that he was being treated, but did not want to send the pt home without any pods to use. The pt did not have any replacement pods to go home with and was about 2 hours away from home. The company was able to deliver a pod so that the pt could leave the hosp with a working pod. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.